Event description:
The customer contacted baxter's technical service center (tsc) regarding a check patient line alarm which occurred on the homechoice (hc) during use. The registered nurse (rn) stated that there was air in the patient line. The baxter technical service representative (tsr) explained to rn to end therapy and restart with new supplies. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement. Product surveillance contacted registered nurse (rn) on (B)(6) 2011 regarding the check patient line alarm. The rn reported that the issue was resolved, but she did not know the cause of the alarm. Per rn, there were no loose connections, disconnections or defects on the supplies. Per the rn, the home patient (hp) did not have any injury or harm as a result of this incident. The rn stated that the hp was doing fine and continuing therapy without issues. The rn stated that she had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). The device had been discarded and the lot number was unknown, a batch review could not be performed. Should additional information become available a follow-up report will be filed.

Manufacturer narrative:
(B)(4). The complaint could not be confirmed due to lack of sample therefore the root cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.